Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The caller stated the patient has a left ventricular assist device (lvad) and the clinic is aware of the high shock impedance and are planning to monitor for now. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device revealed a fault code (fc)1005. No adverse patient effects were reported.